Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor storage(kitchen).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test result reported of 178 mg/dl using truemetrix meter and test result reported of 136 mg/dl using another brand device. It is observed the results obtained is within the expected blood glucose range. The customer's expected fasting blood glucose test result range is 90 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product in the kitchen. The customer does not have any test strips. The meter memory was reviewed for previous test result history (customer is unable to read the date and time): (B)(6). Memory concerns: all results from meter's memory. Customer states normal expected range varies depending on what customer eats the night before. Customer states his normal glucose range could be anywhere from 90-180mg/dl fasting. Customer states all the readings are fasting, customer has not had any recent changes in the diet, exercise, or medications. Customer educated of the product proper storage environmental conditions recommended by manufacturer.